Manufacturer narrative:
The manufacture date is not known. Alleged failure: I started a procedure today and the scope was clary, about halfway through the procedure we went to put another scope on it was totally black. Is with the first time we used them. I'm nervous it may be the 165 lenght not very durable. I'll give you more updates tomorrow salesforce case number (B)(4). Update: no alleged deficiencies for additional scopes added to complaint sn: (B)(6). The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a bent shaft on the scope causing the image to become cloudy and dark. The bent shaft may have been caused by rough handling during sterilization or product transport. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was lack of image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was lack of image during procedure.